Manufacturer narrative:
Date sent to the FDA: 8/22/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported by the customer that the front connector was misaligned with the motor mount, making it difficult to attach the disposable hand pieces. No case details were known.